Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was today the pt was trying to recharge the ins and the wireless recharger started blinking red or maybe orange. During call pt reset the wireless recharger and when they attempted to recharge the ins, the pt noted they had problems finding the wireless recharger on their back and they never got excellent. Pt got excellent connection on the call. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a patient (pt). It was reported that their phone has frozen up. Patient states they were trying to charge the battery in their back and it is not moving and the lights on the back blue and green lights are not orange. Agent walked patient through resetting the handset. The troubleshooting steps that were taken on the call did resolve the issue. Patient mentioned they has had this problem in the past and thinks there is something wrong with the equipment. Patient also mentioned they charge every other day. Pt states has an appointment on monday as the battery is losing its juice.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.